Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm on/in gel, embedded fm in hemogard, cracked tube, defective printing, and bubble in plastic. With the incident lot was observed. Evaluation of the customer samples was performed and fm on/in gel, embedded fm in hemogard, cracked tube, defective printing, and bubble in plastic. Was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube, tubes/extenders with molding defects, air bubbles in gel. The following information was provided by the initial reporter and the events occurred: "fm in tube x13. Deformed tube x1. Defective marking x1. Dirty shield x2. Air bubbles in tube x24". Additional non reportable event type(s) were reviewed with the following rationale: any flaw (crease or smear) would not have any impact on the tube use. The user would still be able to identify the tube and the analyte that it was designed to be utilized for. The tube would still function as it was intended.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube, tubes/extenders with molding defects, air bubbles in gel. The following information was provided by the initial reporter and the events occurred: "fm in tube x13. Deformed tube x1. Defective marking x1. Dirty shield x2. Air bubbles in tube x24." Additional non reportable event type(s) were reviewed with the following rationale: any flaw (crease or smear) would not have any impact on the tube use. The user would still be able to identify the tube and the analyte that it was designed to be utilized for. The tube would still function as it was intended.